Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the punches in the clip shooter were closed sideways or transversely during firing. The clips were fired crosswise. He traumatized his vein, causing bleeding. Fired clips and closure on the vessel were not observed. There was no patient consequence reported.